Manufacturer narrative:
The force bipolar instrument has been returned and evaluated by the failure analysis team. The reported complaint was replicated and confirmed. The force bipolar instrument was found to have a bent grip, causing side to side misalignment of the grips. There was a 0.018¿ offset at the tips.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar jaws were off the hinge. The procedure was completed with no reported injury.